Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 the event was reported to have occurred during biomed testing. The customer clarified that this event did not occur with any patient involvement or impact. The customer did not request an on-site evaluation - the customer assessed this event in-house. The customer reported that their respiratory group decided not to repair the unit. No further information was provided pertaining to this ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 12jul2020.

Event description:
The customer reported a ventilator that was making a clicking sound and experienced a power failure alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. The device was swapped for anther without further incident.